Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed. The leak remained so a second bav was performed with more volume added to balloon. Following this, the leak persisted around an area with a large piece of calcium. Subsequently, another transcatheter bioprosthetic valve was implanted. The pvl remained following the second implant and a third bav was performed following which the echocardiogram showed mild to moderate pvl. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy or presence of pre-existing patient conditions. A conclusive cause could not be determined from the limited information available. The most likely cause for the reported pvl was the calcium that was reported as being a large piece that caused the leak. The issue was successfully resolved through implant of a second valve, as a valve in valve per the picture received. However, the picture of the valves does not show the presence of issues experienced due to calcium.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.